Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced increased recharge burden. Patient recharges ipg every day for 2 hours and the ipg does not provide 24 hours of therapy. An abbott representative cycled therapy to troubleshoot recharge burden issue. Surgical intervention maybe undertaken to address this issue.

Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.